Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced headaches and nausea after a trial implant. Surgical intervention was undertaken on (B)(6) 2024 wherein the implanted products were explanted to address the issue. The patient's symptoms have alleviated post procedure.

Event description:
It was reported that the patient experienced headaches and nausea after a trial implant. Surgical intervention was undertaken on (B)(6) 2024 wherein the implanted products were explanted to address the issue. The patient's symptoms have alleviated post procedure. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
B5 correction: describe event or problem was corrected to reflect component most likely. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch: a000165409 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D10 correction: the concomitant medical products and therapy dates were corrected to reflect scs rather than dbs. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.